Event description:
Patient returned four days post endometrial ablation complaining of abdominal pain. Laparotomy revealed uterine injury with no howel injury or injury to adjacent tissue. Hysterectomy performed and patient recovered normally.